Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation/evaluation: a review of the instructions for use, manufacturing instructions, quality control, as well as a functional test and visual inspection of the returned device were conducted during the investigation. A double lumen central venous catheter was returned for evaluation. An 0.018¿ wire guide was advanced through the catheter feeding in from the distal tip end without difficulty. Lumen #1 was flushed without any issues, however, when lumen #2 was flushed, a leakage was noted at the blue hub. Upon a closer inspection of the blue hub, a lighter blue stress mark was identified on the hub next to the fin and a small crack was found. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record could not be performed, as the lot information is unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿¿do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively...¿ how supplied: "...store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." The investigation found that the affected component is provided by a supplier. A request for a supplier investigation was not made, as the exact lot and OEM part # were unknown due to the lack of information available. A similar supplier investigation involving a similar product with a similar failure is referenced as follows. The supplier reviewed manufacturing logs of hub lots and no anomalies were noted in the manufacturing process. All parameters were within validated manufacturing specifications. No evidence exists to assume parts do not meet specification. Inspections performed during manufacturing yielded no parts out of specification. The supplier stated that there was no known relationship of the device to the reported event. It was concluded that no nonconforming product has been identified in house or in the field based on the investigation. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded no risk reduction activities are required at this time. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information regarding event details, patient anatomy and outcome has been requested, but a response has not been received. There was no other information provided except what has been reported in the event description. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a double lumen polyurethane central venous catheter had an unknown failure. Despite numerous attempts to obtain additional information regarding the event, patient history, pre-existing conditions, and patient outcome; no additional information was provided. The device was returned to the manufacturer. Upon inspection of the returned device, leakage was noted at the blue hub of one of the lumens. Additionally, a lighter blue stress mark was identified on the hub next to the fin and a small crack was found. The other lumen was flushed without issue during inspection.